Event description:
During a ptca/stenting treatment procedure involving a 90% stenotic lesion in the proximal portion of a tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured during post-dilatation of another manufacturer's stent at 8 atmospheres on the second inflation. (The initial was to 6 atmospheres.) It is noted that the lesion had been pre-dilated, but initially, a maverick2 monorall 20/3.0mm catheter would not pass through the lesion. It was exchanged for the maverick2 monorail 20/1.5mm catheter and while attempting to advance this device, the physician felt some resistance at the balloon's tip. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another, slightly larger maverick2 monorail balloon catheter to complete the procedure. A 6f telmo introducer sheath, an acs 0.014" vallance quidewire and a medtronic 6rf zuma2 jl4 guide catheter were also used in this case, but the type of inflation device used is unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.